Event description:
It was reported that the system 9800 displayed a temperature error code, although it was fully functional. There was no patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Discovered oil leak in xray tube and broken temperature switch. Replace xray tube and repaired broken temperature sensor. The system was tested and found to be working as intended and placed back into service.